Event description:
The customer reported to olympus, that the ultrasonic gastrovideoscope was leaking at the elevator channel. The event occurred during reprocess of the device. Upon inspection and testing of the customer return device, missing glue on probe screws was noticed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the device the following defects were found: leak at elevator channel, missing glue on probe screws, loose probe and non-sharp scratches, rubber glue peeling, scope moisture and corrode, control body moisture and corrode, camera top switch unit cracked and leaking, and balloon channel leaking. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the probe screws missing glue could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 05-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.